Event description:
Caller reported damage to pump housing and usb port, affecting the ability to charge the pump, though the pump did not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, and the caller was instructed to put the faulty pump into storage mode and return it within ten days using a pre-paid label.